Event description:
A medtronic representative reported that, during a functional endoscopic sinus surgery (fess), the tracking was intermittent. After two failed registration attempts of the patient, the surgeon was able successfully register the patient and navigate, although tracking was intermittent. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. Patient weight not available from the site. A medtronic representative, following up with the site, reported that the emitter casing was cracked. RMA issued. Replacement device shipped to site (B)(4) 2014. Suspect device received by manufacturer on 4/24/2014 and is currently under analysis.

Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of physical damage. The emitter was received with a cracked housing. It was connected to a test system for a 48 hour burn-in test. It verified a registration probe and tracking accuracy looked normal. No intermittent tracking was observed during the entire test time. Flexing the cable along its entire length did not indicate any intermittent opens. The emitter passed the pegboard test for accuracy. The device was found to be fully functional with no problem found other than the physical damage reported above. The reported event could not be duplicated by medtronic personnel. The device was replaced and the issue was resolved.